Event description:
Revision surgery to an off the shelf implant system occurred due to unexplained pain.

Manufacturer narrative:
Revision surgery to an off the shelf implant system occurred due to unexplained pain. Review of the device history record indicates that the device was manufactured to specification.